Event description:
It was reported that the patient experienced a continuous glucose monitor low alert with reported values as low as 44 mg/dl following a meal announcement that exceeded actual carbohydrate intake in the setting of planned fasting. The patient reported no associated symptoms. Based on the low sensor reading, the patient consumed oral carbohydrates prior to emergency medical services arrival; however, a confirmatory blood glucose measurement obtained during the event was within normal range, indicating the patient was not experiencing true hypoglycemia. Emergency medical services evaluated the patient, no treatment was administered, and no transport was required. Investigation included review of user-reported information and clinical guidance, which identified contributing factors including incorrect meal announcement relative to intake and fasting conditions, as well as a discrepancy between sensor readings and confirmatory blood glucose values. It was concluded that the event was caused by user error related to incorrect meal announcement and therapy management, with cgm inaccuracy as a contributing factor, and no ilet device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.